Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number the device history records could not be reviewed.

Event description:
Journal article received: intertrochanteric fractures: comparison between two different locking nails, international orthopaedics (sicot) (2012) 36:2545¿2551 reported: a study that compared 46 tgn (stryker howmedica) and 51 proximal femoral nail antirotation (pfna) (synthes) used in the treatment of intertrochanteric fractures between 2006 and 2007. The mean age of the pfna group was 81.7. It was reported that three patients in the pfna group were unable to walk post op. No further information is available. This is report 4 of 4 for complaint (B)(4). This report is for the unknown nail.